Event description:
A caller reported a cgm error occurring with their system. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support on performing a pump reset, which resolved the issue as the pump did not display the error again, and they successfully initiated their sensor session.